Manufacturer narrative:
Findings: the information provided was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she had been in the hospital for couple days. Buttons were hard to push. Customer's blood glucose was unknown. Customer was unable to troubleshoot at time of the call. Customer will not be returning the device for analysis.